Event description:
The lead was previously cut and capped due to a report of low impedance. On 08/12/99 the lead was completely removed due to pocket infection after skin cancer was removed over the pacer site.